Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('indurated and inflamed pelvis with multiple pelvic') and pelvic pain ('pain : pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian adhesion and bloating. Concurrent conditions included cervicitis, adenomyosis, endometrial atrophy, menorrhagia, dysmenorrhea and pelvic adhesions. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain : abdominal"), autoimmune thyroiditis ("autoimmune diagnosed hashimoto's disease"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)/robotic-assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, autoimmune thyroiditis, fatigue, alopecia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, fatigue, migraine, pelvic inflammatory disease, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date 2013 per pif. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received. Reporter information, medical history, event "indurated and inflamed pelvis with multiple pelvic", auto narrative supplement were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('indurated and inflamed pelvis with multiple pelvic') and pelvic pain ('pain : pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian adhesion and bloating. Concurrent conditions included cervicitis cystic, adenomyosis, endometrial atrophy, menorrhagia, dysmenorrhea and pelvic adhesions. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain : abdominal"), autoimmune thyroiditis ("autoimmune diagnosed hashimoto's disease"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)/robotic-assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, autoimmune thyroiditis, fatigue, alopecia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, fatigue, migraine, pelvic inflammatory disease, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013 per pif. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pelvic inflammatory disease quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain : pelvic') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain : abdominal"), autoimmune thyroiditis ("autoimmune diagnosed hashimoto's disease"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, autoimmune thyroiditis, fatigue, alopecia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, fatigue, migraine, pelvic pain and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received:new events added- pain : pelvic/abdominal, autoimmune diagnosed hashimoto's disease, fatigue, hair loss, migraine and weight gain. Reporter information, product indication and removal date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.